Event description:
Hamilton medical ag received the following incident description: alarm lamp board 159272 not working.

Manufacturer narrative:
Alarm lamp board 159272 was changed.

Event description:
Hamilton medical ag received the following incident description: alarm lamp board 159272 not working.

Manufacturer narrative:
Alarm lamp board 159272 was changed. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.